Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the pump hasn¿t been dropped or bumped. No physical damage can be seen. It was reported that the contacts on the battery cap and compartment weren¿t damaged or corroded. She had already received a new battery cap but the problem persisted. The insulin pump will not be returned for analysis.